Event description:
Almost like a pseudo-septic knee [arthritis]. Case narrative: this serious spontaneous case received from a health professional in united states. This report concerns a 19-year-old female who experienced almost like a pseudo-septic knee (pseudo-septic arthritis) during treatment with euflexxa sodium hyaluronate) solution for injection 1%, unknown concentration, 3 injections weekly for 3 weeks, for osteoarthritis of the knee, from an unspecified start date in 2022 to (B)(6) 2022. A health care professional reported the patient received all three euflexxa injections and after the third injection, seven to eight days later, developed symptoms of septic arthritis and had almost like a pseudo-septic knee (pseudo-septic arthritis). The reporter stated the cultures came back negative and tried to cover all bases for the patient and inquired if there had been any reports in the past month of adverse events in regards to euflexxa contaminants. Lot number t13756a and expiration date 26-mar-2023. The event of almost like a pseudo-septic knee (pseudo-septic arthritis), were medically significant. Action taken with euflexxa was not applicable. At the time of this report, the outcome of symptoms of septic arthritis and almost like a pseudo-septic knee (pseudo-septic arthritis) was unknown. No concomitant medication was reported. All events in the case were reported as serious. At the time of reporting the case outcome was unknown. Sender comment: company causality kept as related as reported event was 'almost like a pseudo-septic knee' (arthritis). There was no real arthritis and the reporter stated the cultures came back negative. Overall listedness (core label) is unlisted. Reporter causality: related. Company causality: related. Other case numbers: internal # - others = (B)(4). This ae occurred in united states and concerns the medical device euflexxa. Please report to your local health authority if required by local law. This ae is not reportable in EU because it does not meet the definition of a medical device incident according to the requirements of the medical device directive/ because it did not occur in a EU + efta country and did not result in a corrective action by the manufacturer. No corrective action was done by the manufacturer or requested by regulators.